Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced by the customer. The customer reported complaint for the thermogard displaying error message tcmid: 02 (ce danfoss error) was confirmed. The root cause of the reported issue was due to dirty air intake filter. The customer has cleaned the filter and the system passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that during patient use, the thermogard ivtm system (sn: (B)(4)) was displaying error message tcmid: 02 (ce danfoss error). The error message occurred at the end of the treatment, therefore, no other means of treatment was required. No patient consequences were reported.